Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - failure(event) observed during analysis. Analysis found extended charge time upon review of diagnostic data and session records. The cause was due to an anomalous component within hv the circuitry.